Event description:
The user facility reported that they attempted deployment of the angio-seal device and when the device was pulled back to seal the puncture, the entire device (anchor, plug, and suture) was removed from the patient and still inside the sheath. The access femoral sheath was at a 90-degree angle. Manual pressure was applied based on hospital protocol. The patient was stable, and the procedure outcome was successful. Additional information was received on 02 sept 2022: the procedure was a heart catheterization using a 6fr sheath. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).